Manufacturer narrative:
The device passed displacement test. The device was received with a crack in the battery tube that extends to the top of the device where a piece of the battery threads broke off. Inserted a test p cap into the retainer ring, and it locked in place properly. Also the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error occurred frequently, and there was a crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.